Event description:
Reportedly, upon inflating the device, the balloon ruptured inside the pt cavity. The pieces of the balloon were retrieved from pt cavity. Procedure: lap hernia repair. Pt status: no pt injury reported.